Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a vesicule procedure, there were issues with loading and firing the clips. The device was working for the first three and after it was blocked. The surgeon was not able to squeeze the handle after the third one. They used another device. There was no medical intervention and no injury to the patient.